Manufacturer narrative:
An investigation has been initiated. We are currently waiting for additional information regarding the device and the incident. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cdk stopped working. Catheter exchange over a guidewire in surgery under sterile conditions. Perforation of apex of right ventricle occurred leading to hemopericardium and tamponade.

Manufacturer narrative:
The information provided indicated that "when reviewing the process, it appears that the doctor receives conductors already removed from their conductor sleeve." The instructions for use (IFU) state: "draw flexible end of guidewire back into advancer so that only the end of the guidewire is visible. Insert advancer's distal end into the needle hub. Advance guidewire with forward motion into and past the needle hub into the target vein." Removing the guidewire from the protective tubing and advancer increases the risk of the improper end of the guidewire being inserted into the patient's vessel. There is no indication that a manufacturing problem contributed to this event. Following the IFU, not removing the guidewire from the protective sheath, will minimize this type of occurrence.